Event description:
The consumer reported swabbing their nose with the binaxnow covid-19 antigen self test buffer solution performed on (B)(6) 2022 with a nasal swab. The consumer reported adding the 6 drops to the nasal swab instead of the test card then inserted the swab into their nose and after inserted the swab into the test card. The consumer confirmed that they had no irritation or any other issues and was feeling fine.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The product will continue to be monitored and tracked.